Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional hi-torque pilot device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a 100% stenosed, moderately tortuous and moderately calcified lesion in the atrioventricular posterior descending branch. A hi-torque pilot guide wire was advanced but failed to cross due to the anatomy and was subsequently removed with anatomical resistance. The guide wire tip was re-shaped in a knuckle form and was re-advanced with resistance and attempted to cross the lesion; however, the tip of the guide wire did not hold its shape and did not cross the lesion. The guide wire was removed with anatomical resistance and replaced with another hi-torque pilot. The guide wire was advanced with anatomical resistance and the tip also did not hold its shape. The guide wire did not cross the lesion and was removed with anatomical resistance. A new hi-torque pilot guide wire was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 100% stenosed, moderately tortuous and moderately calcified anatomy resulting in the reported failure to advance and the reported difficult to remove. The tip of the guide wire did not hold its shape likely due to interaction with the anatomy; thus resulting in the reported device operates differently than expected. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.